Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of capture and sensing was observed on the atrial lead of the asymptomatic patient. Fluoroscopic imaging revealed that the lead had become dislodged. The lead was explanted and replaced. The patient was noted to be in good condition following the procedure.